Event description:
Medtronic received information that prior to the implant of this transcatheter bioprosthetic valve, the valve was upside down in the jar. The calcification score was 1972. During implant, the valve did not open. The valve was recaptured and repositioned and still would not open. The system was removed and a balloon aortic valvuloplasty (bav) was performed using a 20 mm balloon. A second valve was subsequently implanted. Following deployment, the valve base did not fully open. Hemodynamics were adequate and reported as follows: left ventricle (lv) pressure: 174/2/11, aortic (ao) pressure: 174/85/119, gradient: 0 mm hg and 7 mm hg max. A post-implant bav was performed. Hemodynamics following bav were as follows: lv pressure 158/3/13, ao pressure: 158/83/112, gradient: 0 mm hg and 3 mm hg max. No adverse patient effects were reported.

Manufacturer narrative:
This regulatory report is being submitted due to retrospective review through CAPA 624392. Product analysis: upon receipt of the suspect complaint device at medtronic¿s quality laboratory, visual analysis showed the product return was received via fedex in its original packaging. The valve was discolored and crimped showing evidence of blood contact. The reported event of ¿the valve was upside down in the jar¿ could not be confirmed as the valve was not in its original packaged condition. All leaflets were flexible. All leaflets exhibited signs of creasing, conditions attributed to crimping and recapturing. Coaptation: leaflets 1 (l1) and 3 (l3) were in a closed position while leaflet 2 (l2) was partially open. Commissures: all commissures appeared intact. The valve was submerged in warm saline to reset the frame from its prior compressed condition. The valve was then placed in a cold saline bath to perform loading simulation per appropriate instructions for use (IFU). Upon loading, both frame paddles appeared seated within the paddle attachment pockets. The capsule was advanced covering the frame paddles and outflow crown struts. The capsule was advanced until the capsule guide tube covered the commissure pad of the valve. The inflow cone was advanced to crimp the inflow portion of the valve; no anomalies were noted. The capsule was fully advanced over the valve; no visual or tactile anomalies were noted. To simulate the event, the valve was deployed in a warm saline bath by rotating the deployment knob exposing the valve. The valve continued to be deployed up to the point of no recapture; no anomalies were noted. The valve was then fully deployed and appeared to exhibit a complete dilation; no anomalies were noted. Image review: images were submitted to medtronic for review. The image review showed 5 jpeg images and 1 movie clip attached to this file. The 5 jpeg images show an evolut bioprosthesis that has mild constrainment at the inflow of the valve frame which is improved with a post bav. The 1 brief movie clip is of an evolut bioprosthesis at 80% deployment that has significant constrainment at the inflow. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.